Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and found error code indicating a ventilator inoperative condition. The cse replaced the safety valve, which resolved the reported issue. The ventilator passed calibrations, short self-tests (sst), electrical safety-testing (est), electrical safety, and performance verification testing (pvt). (B)(4).

Event description:
Covidien received info that an 840 ventilator experienced an error code. There was no pt involvement reported.